Event description:
It was reported that during the implant procedure, the physician attempted to position the right ventricular (rv) lead, but during insertion, the helix became stuck within the tricuspid valve. Abnormal impedance measurements were also noted from this lead. The physician attempted to reposition the lead, but it would not move. Eventually, the rv lead was able to be removed from the valve with the use of force. The patient was monitored for any adverse effects due to this event, but no additional adverse effects were reported. The rv lead will be returned for analysis.

Event description:
It was reported that during the implant procedure, the physician attempted to position the right ventricular (rv) lead, but during insertion, the helix became stuck within the tricuspid valve. Abnormal impedance measurements were also noted from this lead. The physician attempted to reposition the lead, but it would not move. Eventually, the rv lead was able to be removed from the valve with the use of force. The patient was monitored for any adverse effects due to this event, but no additional adverse effects were reported. The rv lead was subsequently returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection noted the helix was stretched due to the explant procedure.